Event description:
The following was reported by a sales rep: it was alleged that after the sealed outer package of a ventralight st w/echo box was opened, the nurse found the mesh in the package and the mesh was not sterile (missing sterile packaging).this was noted prior to use, no pt involvement. Another mesh was taken to complete the procedure. As this was reported sterility breach of the package an MDR is filed to document the event.

Manufacturer narrative:
The product was returned and as reported the implant within was not contained in the sterile pouch. The sterile pouch was not within the package, but the label that is placed on the sterile pouch was within the box and appears to have been torn from the sterile pouch. The inflator subassembly within the box was not from this lot. It was from another lot manufactured five months later. While the complaint reported that the outer box was sealed and the problem was found when opened, it appears that the product must have been compromised sometime after MFR. A review of the device history records found the lot manufactured with no discrepancies. The process is such that an event of this nature could not occur in mfg. At this time we cannot determine when the product was compromised and no definitive conclusion can be made. Review of records confirmed that the customer rec'd both lots in (B)(6) 2012.